Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that during use of the bd phoenix¿ m50 automated microbiology system, there was a mis-identification of a patient sample as lelliottia amnigena biogroup 2 using nmic/ID-402. Maldibiotyper gave result of klebsiella pneumoniae. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported erroneous identification of gram negative organisms. The customer reported that the instrument identified a k. Pnuemoniea as lelliottia amnigena biogroup 2 and an e. Coli was incorrectly identified as an e. Cloacae and c. Farmerii. Instrument log files were collected and reviewed by the global expert. The root cause of this failure is not known. This is a confirmed failure of a bd product. No physical samples were received as part of this complaint; however, instrument log files were provided and reviewed, confirming the issue. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case #'s (B)(4). Related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2024. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint." H3 other text : see h.10.

Event description:
Report 1 of 2: it was reported that during use of the bd phoenix¿ m50 automated microbiology system, there was a mis-identification of a patient sample as lelliottia amnigena biogroup 2 using nmic/ID-402. Maldibiotyper gave result of klebsiella pneumoniae. There was no report of patient impact.